Event description:
It was reported that upon inspection sales rep found that the bone holding forceps was broken.

Manufacturer narrative:
Evaluation summary: the reported event of the broken ballspitz for bone holding forceps self-centering ballspike size 1 speed lock could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The broken ballspitz for bone holding forceps self-centering ballspike size 1 was caused by corrosion site on ballspike contact welding. Note: "always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. [...] ¿ reusable instruments must be cleaned directly after usage. [...] For further information, please refer to the instructions for cleaning, sterilization, inspection and maintenance of stryker medical devices (l24002000)." (V15011 rev k 01-2014 instruments IFU) [original statement] "3. Cleaning, the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials." (L24002000-en rev l reprocessing guide) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided regarding the corrosion reasons on the device bone holding forceps self-centering ballspike size 1 speed lock , the investigation will be reassessed.

Event description:
It was reported that upon inspection sales rep found that the bone holding forceps was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.